Event description:
This customer reported that the defibrillator did not advise a shock for a ventricular tachycardia. There was no negative pt impact as the users switched to a different defibrillator.

Manufacturer narrative:
(B)(4). This customer reported that the defibrillator did not advise a shock for a ventricular tachycardia. There was no negative pt impact as the users switched to a different defibrillator. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.